Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 400 mg/dl (strip lot 302214) and 167 mg/dl (strip lot 302533) results were obtained using different strip lots. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for aviva system 1. See patient identifier (B)(6) for aviva system 2.

Event description:
Customer complained about the performance of the total hemoglobin on three samples which gave discrepant results vs. Clinical picture.